Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A peripherally inserted central catheter (PICC) line was inserted on (B)(6) @1615 in infant¿s saphenous vein in the left ankle. PICC line dressing dry and intact at 0400 on (B)(6) 2025. PICC line also noted to be in the expected location on the morning chest x-ray performed at 0603. During morning rn handoff at 0700, dressing was noted to be saturated, and line was leaking. Charge rn placed pressure on the hub only to realize the PICC line had snapped and was no longer connected to the hub. Line could not be visualized and appeared to have retracted inside the vein. Dressing was still intact with hub secure. Patient required an emergent procedure requiring intubation and sedation for removal of the device in the cardiac cath lab. At this time, no residual vascular injury or infection has been identified. Infant required additional radiation exposure as a result of this device issue. The sample is retained.